Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and manufacture dates were reported as unknown on the initial report; and have been updated accordingly to reflect the correct information. UDI: (B)(4). Investigation summary:the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u2008052), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the vapr coolpulse90 electrode device did not work properly that there was no aspiration. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.